Manufacturer narrative:
Date sent to the FDA: 05/04/2017. (B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence and bleeding.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent pelvic prolapse and stress urinary incontinence. It was reported that the patient underwent vaginal paravaginal repair with surgisis graft, anterior and posterior colporrhaphy, tot sling, and cystoscopy on (B)(6) 2009 by (B)(6), md.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
(B)(6) received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/17/2017, it was reported that patient underwent concurrent total vaginal hysterectomy procedure.